Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hernia. However, there is no reported allegation nor any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. It is unknown if the hernia was pre-existing or if the hernia developed after commencement of pd therapy. The cause of the patient¿s hernia cannot be determined. Patient¿s on pd therapy are at risk for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis.

Event description:
A patient¿s caregiver reported that the patient was in the hospital. It was stated the hospitalization was not cycler related. During follow-up, it was discovered the patient went to the emergency room for a hernia at the direction of their nephrologist. There is no further information available about the hernia event. Currently, there have been no reported issues with any fresenius products in relation to the reported hernia events. The patient continues peritoneal dialysis therapy. Additional information was requested, however to date has not been received.